Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. Placeholder.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil and a microcatheter. During the procedure, the coil unintentionally detached. Therefore, the coil was removed. No additional information was provided.